Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) confirmed in the cycle count screen that the item was assigned to bin 13 08. In the add non-profile item screen, the item did not appear for selection. Upon review of mql employee details, the customers override access was set to high alert. The tss demonstrated in the zone selection screen that zones 13 and 14 were disabled. After enabling zones 13 and 14, the customer confirmed customer was able to add the item to the patient order list. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue oxycontin tab 20mg cr. User stated that the item was stocked at the cabinet, but did not show to add to the patient order list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.